Manufacturer narrative:
Device evaluation: visual analysis of the returned device identified an opening, flat crease, and wear abrasion. A leak test was performed which found an opening on the anterior side. A microscopic analysis was performed which identified a sharp edge opening. The fill test inspection test was performed and the result is no blockage. Based on the device analysis, the final assessment is a sharp opening edge on the anterior side due to an unidentified tear opening.

Event description:
Healthcare professional reported a right side deflation. Device has been explanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. The reason for reoperation was deflation. This is a known potential adverse event addressed in the product labeling.

Event description:
Healthcare professional reported a right side deflation. Device has been explanted.